Event description:
It was reported that during implant, there was oversensing, interference, and "spiky noise" noted on the right ventricular (rv) lead. It was suspected that the cause was a connection issue between the rv lead and the device. The rv lead was disconnected, blood was wiped from the connector and the lead was reconnected to the device, but the oversensing and noise was not resolved. The device was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This d354trm model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s.